Event description:
The customer reported that intermittent altitude alarms were declared by the pump. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer replaced the cartridge, and technical support provided tips to prevent future altitude alarms, which the customer understood and acknowledged. The pump resumed normal operation after these actions.